Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received medtronic indicated that the customer was hospitalized on unknown date for high blood glucose which was unknown. The customer declined to trouble shoot. The insulin pump will not be returned for further analysis.